Manufacturer narrative:
Additional product code hrx . Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) procedure of the right femur on (B)(6) 2018. During the procedure, the tip of the reamer irrigator aspirator (ria) shaft snapped off. The tip broke into multiple pieces which were removed from the patient successfully with no harm. It is unknown if there was a surgical delay. The procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted. Part number: 314.743. Synthes lot number: 6961145. Supplier lot number: n/a. Release to warehouse date: 28-jan-2013. Expiration date: n/a. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly oblique break is located between 7.2mm and 11.5mm from the distal edge of the drive shaft helix. The helix is intact and shows wear along the outer surface. The balance of the device shows surface wear consistent with use and which would not impact the functionality. It was determined that the received condition does agree with the complaint description. The specific circumstances at the time of the issue are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Document/specification review: the relevant drawings, reflecting the current and manufactured revision, were reviewed. Release to warehouse date: 28-jan-2013 during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: due to the damage at the fracture and missing portion applicable measurements of the hexagonal tip could not be obtained. Since the hexagonal tip could not be inspected the shaft directly proximal to the break was inspected and measured and is confirmed to be within the specification per relevant drawing. The inner diameter at the fracture measured which is confirmed to be within the specification per relevant drawing. Device history record (DHR) and material review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. During the cq investigation, the material documentation in the DHR was reviewed and the shaft material was confirmed to be correct per the specification with no non-conformance noted. The complaint condition is consistent with the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ conclusion: the complaint condition is confirmed as drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient consequence. This report is for a drive shaft-minimum 520mm length-for use with reamer-irrigator-aspirator (ria).